Event description:
Caller reported attempting to change her headset and the insertion assist device unintentionally released the infusion set. Caller stated this is the first time this issue occurred. Caller reported the insertion assist device has sometimes not ejected the infusion set after she pressed the release button. No adverse event reported. Product was replaced and requested return of the alleged insertion assist device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.